Event description:
It was reported that during an arthroscopic procedure, the handle of the super turbovac 90 (icw) wand suddenly became too hot to hold. The physician subsequently dropped the wand to the floor. There was reportedly no injury to the physician or the pt. The procedure was completed with a different device.